Manufacturer narrative:
The patient had additional adverse events related to this event, including corneal edema, inflammation, iop elevation, and microstent explantation. Refer to #3016075957-2021-00030 for details. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Correction to b6: corrected date of postoperative iop from (B)(6) 2020 to (B)(6) 2020. The device remains implanted in the patient and device identifiers were requested, but not provided. The surgeon concluded that the hydrus microstent did not cause or contribute to the vitreous hemorrhage. Manufacturer reference #: (B)(4).

Event description:
The surgeon reported to ivantis that the hydrus microstent remains in situ and the patient is doing well. The surgeon now believes that the vitreous hemorrhage was a result of the abic viscodilation that was performed preceding the hydrus procedure in a pseudophakic eye.

Manufacturer narrative:
Device identifiers have been requested and the device remains implanted in the patient. Microstent malposition, microstent-iris touch, hyphema, iop elevation, bcva loss, vitreous hemorrhage, and glaucoma shunt implantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The hydrus microstent was implanted in the right eye of a (B)(6) female patient on (B)(6) 2020. Postoperatively, the surgeon reported the microstent was malpositioned and contacting the iris. The patient had hyphema and vitreous hemorrhage and required immediate implantation of a tube shunt. The initial plan was to explant the microstent, but the surgeon placed the explantation on hold and will re-evaluate mid-december. The surgeon provided the following additional information to ivantis on (B)(6) 2020. Preoperatively, the patient's intraocular pressure (iop) was 19 mmhg on maximally-tolerated iop lowering medications with a best corrected visual acuity (bcva) of 20/25. The patient was monocular and had visual field progression with pressures ranging from 16-23 mmhg. The patient had previously undergone a trabeculectomy with revision and bleb needling. During the initial surgery on (B)(6) 2020, a 360 ab-interno canaloplasty (abic) was performed first and the hydrus microstent was implanted in the goniotomy site. The surgery was not performed in combination with cataract surgery. On first delivery attempt, the microstent was placed posteriorly and the device was retracted. On the second attempt the implant appeared to be implanted in schlemm's canal, but in retrospect the surgeon suspected it was still posterior and may have caused a tear in the trabecular meshwork and bleeding. The abic procedure (itrack surgical system) may have contributed to hyphema and the consequences. On postoperative day 1, the patient presented with mild hyphema, elevated iop (34 mmhg), and 20/50 bcva. The patient was seen the following day and iop increased to 49 mmhg (mild hyphema still present) with 20/40 bcva; the patient was referred to another facility for urgent glaucoma shunt surgery. Vitreous hemorrhage was observed following tube shunt implantation (likely the result of hyphema migrating from the anterior chamber). At the most recent postoperative examination on (B)(6) 2020, the hyphema had resolved, iop decreased to 16 mmhg, and the vitreous hemorrhage was clearing; bcva was 20/70. The hydrus microstent remained malpositioned (touching iris), but the surgeon may elect to leave in place if there is no further sequelae. Additional information is being requested.